Event description:
It was reported that the patient presented remotely to the clinic via merlin.net transmission and also in a scheduled clinic follow up. Transmissions and interrogation in the clinic showed that the right ventricular (rv) lead was oversensing noise which led to pacing inhibition. The rv lead was capped and replaced on (B)(6) 2024. The patient was in stable condition.